Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during drain 1. The baxter technical service representative (tsr) advised the home patient (hp) that air had entered the setup. The tsr had the hp check the patient line. The hp stated he just noticed he was not connected. He stated he did not know how the patient line became disconnected. The tsr had the hp close the transfer set and clamp to the lines. They had the hp recycle power and se 2367 alarmed. They advised the hp they would need to start over with new supplies and make sure the connection was tight. They had the hp recycle power again to press go to start. The hp would start over with new supplies and the hc was operational. The patient was not connected either at the time of the alarm or observed air. The patient line became separated from the transfer set. Proper procedures per the user manual were reviewed with the reporter. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. The sample was not available for evaluation. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.